Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high measuring shock impedance. A new rv lead different model, was successfully implanted. No additional adverse patient effects were reported.